Event description:
Related manufacturer reference number: 2017865-2022-03879. It was reported that the patient presented for implant procedure. During the procedure, after connecting the to be implanted right ventricle lead to the to be implanted pacemaker, the setscrew could not be loosened from the header of the pacemaker and the right ventricle lead could not be disconnected from the header of the pacemaker. The pacemaker and right ventricle lead were both replaced during the implant procedure on (B)(6) 2022. The patient was stable throughout.